Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/11/2013 to the present date 10/30/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device.

Event description:
The customer reported an inaccurate force/ recall affected. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an inaccurate force/ recall affected. No patient involvement is noted.